Manufacturer narrative:
Treatment for the reported infection, if any, was not reported. Additional information has been requested; however, not been made available as of the date of this report. Should additional information be obtained, a supplementary report shall be submitted. This report is submitted on november 1, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, it was reported that the patient suffered a trauma at the implant site, and subsequently developed a wound infection and skin overgrowth at the implant site.